Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as a second and third clip were successfully implanted to stabilize the slda clip and to further reduce the mitral regurgitation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip (61011u103) was implanted successfully, reducing mr to 2. However, it was then noted that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr returned to 4. A second clip was successfully implanted medial and a third clip was implanted lateral to the first implanted clip, to stabilize the slda clip and to further reduce the mr. With a total of three clips implanted mr was reduced to grade 1-2. The patient is in stable condition. No additional treatment is planned. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.